Event description:
A malfunction occurred on the beckman coulter dxc 600 system - collar wash valve failure/leaking. When this malfunction occurs, and erroneous results are generated, the results are likely to be falsely low. As a result of the malfunction, erroneous results were generated on the instrument and 1 analyte "glucose" was reported out of the laboratory; per the customer, there was no effect to the patient as a result of the erroneous result or attributed to a delay in results. Upon recur, this malfunction may have the potential to cause or contribute to serious injury or death if erroneous results are generated and reported out of the laboratory; e.g., falsely low glucose result reported out of the laboratory could lead to a delay in treatment which could cause a life-threatening injury. The magnesium product severity rating does indicate the potential for injury, however, not the potential for permanent injury when a falsely low magnesium result is generated

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).